Manufacturer narrative:
Leak occurred at bc warehouse. Service was not requested. This is not a device issue.

Event description:
Beckman coulter (B)(4). Reported a bun reagent leak upon receipt. No injury was reported.